Event description:
It was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report one of two for this event.

Manufacturer narrative:
Product evaluation: the products were not returned and no photos were provided. Potential cause: since the products were not returned for evaluation, the root cause can't be established. DHR review: the DHR is unable to be reviewed since the lot number was not provided. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report one of two for this event.

Event description:
It was reported that the patient's lateral mass broke intra-operatively because 4.0 diameter virage screws were used as primary screws, but the 3.5 diameter screws should be used as primary screws and the 4.0 screws should be used as salvage screws; the product labeling does not provide this information.

Manufacturer narrative:
Corrected information in b5 and h6: impact code, device code, findings, and conclusions. Device evaluation: product was not returned and photos were not provided. Labeling review: the device labeling was reviewed and found to contain instructions related to selecting appropriate implant size based on patient anatomy. DHR review: DHR unable to be reviewed as part and lot information is not known. Potential cause: root cause was unable to be determined since labelling was reviewed and determined to be adequate. Device use: this device is used for treatment.